Manufacturer narrative:
The unit was restarted which resolved the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in prolonged excessive pressure during a case. There was no patient injury.